Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A system check was performed and the pump performed as intended. The contact declined removing the customer's infusion set site to inspect for any cannula damage due successfully delivered a correction bolus and no longer receiving additional occlusion alarms. The contact alleged there was an underlying pump issue causing the occlusions. The contact reported that the customer would remain on the tandem pump and had a back up non-tandem pump available if needed. The customer's blood glucose (bg) level was 290mg/dl which the contact stated was unrelated to the occlusion alarm and related to the customer's settings requiring adjustments.